Event description:
On (B)(6) 2010, patient's husband reported patient is in the hospital due to a heart attack. Husband stated the doctor wants the infusion device turned off and requested assistance doing this. Advised husband how to turn off infusion device. Husband reported the patient states her blood glucose is in the 30's mmol/l (540 mg/dl) and he doesn't know whether the infusion device is giving enough insulin or too much insulin. Husband unable to troubleshoot at this time and disconnected the call. On f/u on (B)(6) 2010, pt reported she felt she was not receiving insulin because her blood glucose was around 33 mmol/l (594 mg/dl). Pt's target blood glucose range is 7 mmol/l (126 mg/dl). Pt stated she feels the elevated blood glucose and the device "not delivering insulin" was due to the infusion set, not the infusion device. Patient reported she would program a correction bolus but felt it wasn't going through. Patient stated she never received any e4 (occlusion) error messages. Patient reported her husband removed the infusion set from the infusion device and "tried to blow air through the long piece of tubing and he could feel air come out the other side. He then did this with the short tubing and could not feel air." Patient stated she believes there was an issue with the short piece of tubing. Pt reported the hospital threw the infusion set away. Pt stated she is using a different type of infusion set now and everything has been okay since she left the hospital. Patient reported her blood glucose are back to target range. Patient stated she was admitted to the hospital on (B)(6) 2010 and discharged on (B)(6) 2010. Pt reported she was given an insulin IV when she was admitted and later taken to a different hospital. Patient stated she went back on the infusion device on (B)(6) 2010. No product return was requested.

Manufacturer narrative:
Eval, method and results: no product will be returned for eval.